Manufacturer narrative:
Additional device implanted and involved in this event: tgu404015/12035338. (B)(4). The patient's medications include; pravastatin sodium, aspirin, diovan caps, phenazopyridine hcl, metformin hci ER, coreg, plavix, symbicort aero, albuterol aers, spiriva, pro air hfa and nitroglycerin. The review of the manufacturing paperwork verified that the lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2014, the patient underwent treatment of a 6.8cm descending thoracic aneurysm with two conformable gore tag thoracic endoprostheses. On (B)(6) 2016, follow-up CT imaging identified an unspecified endoleak with an aneurysm diameter of 8.1cm. The cause of the endoleak is reportedly unknown. It was reported that neither additional imaging nor an intervention has been performed to treat the endoleak. The physician will continue to monitor the patient. No further adverse events were reported.